Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Bard align urethral support system: (B)(6) 2010 and bard align urethral support system: (B)(6) 2011. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with bard align urethral support system on (B)(6) 2010 and a bard align urethral support system and cook biodesign or surgisis vaginal erosion repair graft on (B)(6) 2011 at (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.